Event description:
It was reported when using the bd luer-lok¿ syringe 20ml there was foreign matter in the syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/16/2022. H.6. Investigation: it was reported there is foreign matter in the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed, first with the naked eye, and then with a 10x magnifier lens. No defects or imperfections were observed inside the syringe barrel. The plunger rod was then pulled all the way up to the retaining ring. No defects or imperfections were observed with the syringe in this position. The inside of the opened packaging blister and plastic bag the sample was received in were also inspected and no foreign matter was seen. The photo provided shows a syringe out of the packaging blister and no defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot number 1229831. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ syringe 20ml there was foreign matter in the syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the syringe."